Event description:
It was later reported that the patient wanted his implant removed. It was stated that the device was implanted 14 years ago and that the patient never needed the device. The patient had pain on his left hip, where the implant was located; which reportedly began 13 years ago. It was also stated that the ¿wires were half way out of his spine.¿ the patient was in the hospital ¿dying¿ and the healthcare provider (hcp) asked the patient why he had the implant if it did not work. It was noted that the patient¿s managing hcp relocate to boston and another would not take his insurance. It was also noted that the patient lost a leg last year.

Event description:
Additional information received reported that the patient¿s implantable neurostimulator (ins) was dead and no longer worked. It was stated that the patient went to the bathroom fine now and he wanted the ins removed. It was reiterated that no one would take the patient¿s insurance and the implanting physician relocated. It was also stated that the device caused pain in the patient¿s hip. It was noted that the patient recently had his leg amputated a few months ago due to a bone infection in his foot. During that time the patient had a CT scan and was told that the ¿wire was out of his spine.¿ the patient was asked to clarify and stated ¿someone put something in the he never needed.¿ it was also noted that the patient had an active aortic aneurysm and was unable to get an MRI to get it resolved.

Manufacturer narrative:
(B)(4). Lead, model 3093-28, lot# j0230867v, implanted: (B)(6) 2002, explanted: na. Extension, model 7495-40, serial# (B)(4), implanted: (B)(6) 2002, explanted: na.

Manufacturer narrative:
Product ID: 3093-28, lot# j0230867v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-40, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had no stimulation sensation, but did not have any symptoms. The patient was not sure why he got the implant to begin with, but noted that he was on a lot of medications back in 2002 that may have caused urinary issues. The patient had a recent CT scan and was told that one of the wires was half-way out of the spine. The patient wondered if this was the cause of his hip and leg pain, and wanted the device removed. Additional information has been requested, but was not available as of the date of this report.